Event description:
New information received notes device was explanted. No further information available.

Event description:
It was reported through remote transmission that an alert for charge time limit reached. Patient presented to the clinic two days later and delayed charge time was observed. Patient was asymptomatic and will continue to be monitored remotely. The next follow-up in clinic is scheduled for august, 2018.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were analyzed and internal capacitor damage was found. The root cause of the extended charge time was internal hv capacitor damage.